Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device would not turn back on after a battery change. Device made a high pitch noise. Customer's blood glucose was 265 mg/dl. Customer had alarmed a low battery alarm prior. After troubleshooting, display did return. Device was unable to troubleshoot for the constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty lcd driver. The insulin pump had a cracked case at display window corner and minor scratched display window.